Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that upon interrogation fault code 1003, voltage too low for projected remaining capacity, was displayed for this implantable cardioverter defibrillator (ICD). The field representative consulted boston scientific technical services (ts) and was infomred the device should be changed-out. The information was going to be reviewed with the physician. At this time, it appears the device remains in service and no adverse patient effects have been reported. Additional information was received that the patient was referred to the electrophysiologist for replacement.

Manufacturer narrative:
As no further information concerning this report is currently availlable, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that surgical intervention was performed and the device was successfully replaced. No adverse patient effects were reported.

Event description:
Additional information was received that this patient was seen and evaluated by a different physician. Fault code 1003, voltage too low for projected remaining capacity continued to be noted. A save to disk and memory dump were done and sent to boston scientific for review. A boston scientific engineer reviewed the data, and the fault code was initially declared a couple months prior to the recent evaluation. The disk/memory analysis confirmed the fault code was declared due to an additional current drain on the device's battery. It was recommended the device be changed out as soon as possible. Further information was received that the patient is scheduled for a device change-out in the near future. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.